Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('migration / perforation: other (nos)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), inflammation ("inflammation"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, psychological trauma, vaginal infection, inflammation, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, inflammation, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('migration / perforation: other (nos)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), inflammation ("inflammation"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, psychological trauma, vaginal infection, inflammation, bladder disorder, urinary tract disorder and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, device breakage, inflammation, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- new event nickel allergy was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('migration / perforation: other (nos)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), inflammation ("inflammation"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, psychological trauma, vaginal infection, inflammation, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, inflammation, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result-not provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become incident. Previously added injury nos was replaced with new events-pelvic pain, abdominal pain, breakage, migration, perforation ,psych injury, vaginal infection, inflammation were added. Lab data was added. Lawyer was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('migration / perforation: other (nos)/migration of essure device location of device') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included fibromyalgia. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), inflammation ("inflammation"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), amnesia ("memory loss"), uterine cyst ("uterine cyst"), alopecia ("hair loss") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (removal of essure device and removal of essure device/ablation). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain, psychological trauma, vaginal infection, inflammation, bladder disorder, urinary tract disorder, allergy to metals, hypersensitivity, uterine cyst, alopecia and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune disorder, bladder disorder, device breakage, hypersensitivity, inflammation, pelvic pain, psychological trauma, urinary tract disorder, uterine cyst, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection discrepancy noted in date of removal (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: hypersensitivity, memory loss, uterine cyst, hair loss, autoimmune disorder, plaintiff did not undergoes essure confirmation test. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('migration / perforation: other (nos)/migration of essure device location of device') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included fibromyalgia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), inflammation ("inflammation"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), amnesia ("memory loss"), uterine cyst ("uterine cyst"), alopecia ("hair loss") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (removal of essure device and removal of essure device/ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, abdominal pain, psychological trauma, vaginal infection, inflammation, bladder disorder, urinary tract disorder, allergy to metals, hypersensitivity, uterine cyst and autoimmune disorder outcome was unknown and the pelvic pain, amnesia and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, autoimmune disorder, bladder disorder, device breakage, hypersensitivity, inflammation, pelvic pain, psychological trauma, urinary tract disorder, uterine cyst, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for vaginal infection. Discrepancy noted in date of removal (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event outcome was recovered for amnesia, pelvic pain and alopecia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.